Event description:
It was reported that during follow-up post-paced t-wave oversensing on the ventricular lead was observed on a stored egm. The patient was asymptomatic. Programming changes were made. The device remains implanted.